Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor was replaced and the lift rail cleaned. The system was then found to be working as intended.

Event description:
The customer reported the monitor intermittently failed. No report of patient injury.